Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was 200 mg/dl. The customer's mother reported they are unable to troubleshoot patient was at school with pump. The customer was advised to do complete set change as soon as possible. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer's mother was offered to toubleshoot with school nurse but declined. The customer's mother will call back later to troubleshoot.